Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Baxter evaluation could not reproduce the reported symptom of "fluid intrusion" in the wireless device. Evaluation found that the wireless module connection capabilities are inoperable due to a "check battery (1)" condition cause by corrosion on the wireless module flex and failure of the radio printer circuit board rendering the unit un-repairable. The device is un-repairable and will be scrapped.

Event description:
It was reported that the device had fluid intrusion. The customer stated that there was no patient injury.